Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their pain stimulator device replaced two to three years ago since the battery cap kept hitting the patient¿s nerve. No further complications were reported/anticipated.